Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms impedance, loss of capture and loss of sensing. Unipolar impedance was 467 ohms with good capture and sensing. The pulse generator was programmed to unipolar and the patient will be monitored.